Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, which led to diabetic ketoacidosis with elevated blood glucose levels and hospitalization. The patient was admitted for one day and treated with an insulin pen. The patient refused to return the pump to the manufacturer. The patient was told to stop using the pump.